Event description:
It was reported that an ilet pump repeatedly beeped and displayed an insulin occlusion alert, and insulin delivery had been stopped for approximately two hours with a reported blood glucose value of 200 mg/dl, after which the user was guided to change the infusion site and insulin delivery resumed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included customer care agent troubleshooting and education regarding occlusion alerts and infusion set replacement. Investigation of this case revealed an insulin occlusion that interrupted delivery, which explained the elevated glucose, and the issue resolved after infusion site change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to temporary interruption of insulin delivery.

Manufacturer narrative:
Initial.